Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Interrogation of the implantable cardioverter defibrillator (ICD) showed that the device exhibited non-sustained right ventricular oversensing that was triggered by slow ventricular tachycardia (vt). The ICD did not deliver high voltage therapy. The device was reprogrammed. The patient was in stable condition.